Manufacturer narrative:
Patient information is unknown. It is unknown when the event occurred. 510k: this report is for unknown nails - unknown lot;unknown part. UDI number is unknown. Complainant part has not been returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a surgeon was not pleased with the synthes proximal femoral nail (pfn) system. The surgeon has noticed that in using the synthes products, his patients are experiencing delayed unions, fractures not healing and prolonged patient pain. The surgeon was speaking in general terms and does not have one specific product with an issue. This complaint involves an unknown number of unknown pfns. (B)(4).